Event description:
Event description guidant received information that this pacemaker has an issue with the autocapture feature. During an office visit, the feature was found to have been in retry between the last successful daily measurement and the follow-up. Manual threshold testing and a commanded auto threshold in the office indicated the threhsolds were good. The physician requested details on why we provide only 0.5 volts above the threshold for capture, stating that a competitor's is programmable.